Manufacturer narrative:
The patient experienced discomfort following a revision due to loss of therapy. The implanting clinician determined the c arm being used to perform the imaging was at an odd angle, causing the gum to be inadvertently pierced during the procedure. The implanting clinician removed the stimulator on (B)(6) 2021, and no further issues have been reported. The complaint was submitted using the connectivity failure topic questionnaire, which is incorrect. Therefore the questionnaire was not reviewed. However, the clinical representative provided the following information related to the procedure. The electrode array was implanted at the face (chin area). The implanting clinician wanted to tunnel by the neck under the ear for comfortable antenna placement and the implanting clinician decided to have the patient lying on the side. The c arm was at an odd angle, it pierced the gum, and the occurrence was not identified during the surgery. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of loss of therapy is erosion and the cause of erosion is off-label use (user error - clinician).

Event description:
Patient was experiencing loss of therapy without migration and underwent a revision. After the revision, the patient was experiencing discomfort.